Event description:
A customer contacted beckman coulter inc. (Bec) stating that clear fluid was leaking inside the coulter lh 750 hematology analyzer from a split in the vent line below the bellows and the instrument was giving a 'diff heater disable' error. The customer was wearing gloves and a lab coat at the time of the event. No injury or exposure was reported. No patient samples were affected as a result of the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the operator had already corrected the leak and cleaned surrounding area; however, the connector to differential heater/sensor was wet, which was causing differential temperature errors. The fse cleaned and dried the connector and verified the repair per established procedures. Results meet published performance specifications. This resolved the 'diff heater disable' error. The root cause of the leak was a split in the needle vent line tubing where it connects to the needle assembly. (B)(4).